Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of case imagery and device photographs revealed stretching of the tip material, indicating the tip did not expand properly. The 3mensio report indicated tortuosity present in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one additional complaint related to the complaint codes. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the edwards esheath (all models and sizes) revealed additional returned complaints for the appropriate codes. A review of the complaint history revealed that the monthly occurrence rate did not exceed the may 2020 control limit for the appropriate trend categories. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath tip undergoes visual inspection under 10x magnification. The esheath final assemblies undergo 100% visual inspection by both manufacturing and quality. Additionally, post sterilization, product verification (pv) testing is performed on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were conformed based on review of the case imagery. Due to unavailability of device, the presence of a manufacturing non-conformance was unable to be confirmed. Although a definite root cause was not able to be determined, the failure mode may be related to improper expansion of the sheath tip during thv advancement. A product risk assessment was previously initiated to document the investigation and assess the associated risks for the issue. From the provided photographs, it was not possible to determine if radial tearing of the sheath tip (a characteristic feature of the failure mode identified in the risk assessment) was present. However, based on complaint description (resistance noted pushing thv through sheath tip) and the sheath condition after use (failure of tip to open properly along axial score path), the failure mode is likely related to the product risk assessment. The failure mode is related to the improper expansion of the sheath tip during thv advancement. A product risk assessment was previously initiated to document investigation and assess the associated risks for the issue. A CAPA was initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed in the aortic position. Post procedure, it was reported that resistance was encountered as the valve exited the tip of the esheath. Examination of the 14fr esheath following withdrawal from the patient revealed a ¿jagged¿, stretched distal tip. No liner tear was reported. No difficulties were reported while inserting the sheath into the patient or while advancing the delivery system and valve through the sheath. The arteriotomy was closed without issue. No consequences to the patient were reported. At the time of the report, the patient was in stable condition. The esheath was not available for evaluation. The valve remains implanted in the patient.